Event description:
It was reported that the device's hand activation buttons did not work. The customer pulled another hand piece and attached the device to see if it would work with the new handpiece and they had the same result. The customer then opened a new like device and were able to start and complete the case with no pt consequence.